Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter read inaccurately high compared to another meter (one touch verio iq). The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on around 1 week prior to contacting lfs, however he was unable to recall exact date or time. The patient tested her blood and obtained alleged readings on the subject meter of between 11.0 to 14.0 mmol/l which he compared to results of 8.5 to 9.5 mmol/l on the other meter. The patient manages his diabetes with insulin (self-adjuster) and reported that he increased his dose of medication to 25 - 50 units of humalog insulin based on the results obtained. The patient stated that 1- 2 hours after the alleged product issue began he developed symptoms of ¿sweaty¿ and self-treated with food (kit kat - a chocolate biscuit). At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the blood sample was taken from an approved site. However, the patient carried out the incorrect testing steps, he obtained both results from the same puncture site. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.